Event description:
It was reported that, during a procedure, the fiber starting to make a popping and snapping sound, another fiber was used in order to complete the procedure. Upon analysis, it was found that the fiber was broken in two pieces. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. It was found that the fiber was broken into two pieces near the connector. The fiber exhibited burn marks near the break. It is likely that procedural handling of the device during set-up, may have contributed to the fiber break. According to the device instructions for use (IFU), is important to ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based in all available information, this investigation is assigned the conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the error.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. It was found that the fiber was broken into two pieces near the connector. The fiber exhibited burn marks near the break. It is likely that procedural handling of the device during set-up, may have contributed to the fiber break. According to the device instructions for use, is important to ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based in all available information, this investigation is assigned the conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that, during a procedure, the fiber starting to make a popping and snapping sounds, another fiber was used in order to complete the procedure. Upon analysis, it was found that the fiber was broken in two pieces. There were no patient complications reported.